Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter city and state : unknown, reported through (B)(6). Initial reporter zip code : unknown. Investigation summary : exec summary - no physical device samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Manufacturing ((B)(4)) will be notified of the observed issue. Photos - one photo was provided of 2 loose 0.3ml syringes. During investigation of the provided photo "scale marking missing" was observed. In the provided photo 1 out of the 2 syringes exhibited a blank barrel. Blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start the inhibit gate opens and introduces barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a review of the device history record was completed for batch # 9343309 and all inspections were performed per the applicable operations qc specifications.

Event description:
It was reported that 1 syringe 0.3ml 31ga 6mm had scale marking issues. The following information was provided by the initial reporter : the customer provided photos and during investigation of the provided photos 1 additional issue of "scale marking missing" was observed.